Event description:
It was reported to philips that the system's image processing computer was unable to boot, which can impact imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system¿s image processing computer failed to start. The fse performed a software reload on the ippc and verified through functional tests that the system was functioning correctly. After reinstallation of software, the device was returned to use in good working order. The codes were updated based on the investigation outcome.